Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address instability, with ankylosis and arthrofibrosis patient received a left knee revision and lysis of adhesions to treat pain, instability, decrease in joint flexion to 95 degrees, ankylosis, and adhesions. Upon entering the joint, periarticular effusion was evacuated. Extensive distal femoral and patellar tendon adhesions were excised which increased joint flexion to 130 degrees. The insert was revised to treat the medial lateral and anterior joint laxity. The femoral component, tibial tray, and patella were well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with a depuy insert. The procedure was completed without complications. Doi: (B)(6) 2019, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.